Event description:
A customer reported that they obtained imprecise sequential readings on their precision xtra blood glucose meter. The customer obtained readings of 'lo' (1.1 mmol/l), 'hi' (27.6 mmol/l) and 14.7 mmol/l within a10 minute timeframe. When plotted on a parkes error grid the results fell in the "d" zone. This difference in readings is considered clinically significant. The customer's meter and test strips have been requested for investigation.

Manufacturer narrative:
The product has been requested. It will be investigated upon return, and a follow up report will be submitted.